Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of capture. It was noted that the patient had a device check on (B)(6) 2020 and all parameters were normal. The patient had valve replacement surgery and coronary artery bypass surgery on (B)(6) 2020. Loss of capture on the atrial lead was discovered on (B)(6) 2020. Programming changes were made. The patient was recovering post procedure and will continue to be monitored.